Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after the implant of this right ventricular lead, shocking impedances were noted to be slightly elevated, however still within range. No other lead issues were noted with adequate thresholds and performance, therefore no remedial action was taken. However, two months after implant, it was noted the shock impedance had risen to out of range levels above 125 ohms. It was suspected a connection issue between the lead and device was the root cause of the issue. With current information, no remedial action has yet been taken on the system and the patient was referred back to the implanting physician. No adverse patient effects were reported.

Manufacturer narrative:
The memory on the device was saved to a pen drive and sent to boston scientific for (B)(4). Investigation revealed the last manual triad shock impedance measurements were well over 120 ohms. It appeared the shock impedance anomolies first began approximately one week after implant, implying a possible connection issue on the distal coil.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Additional information was received that high out of range pacing impedances along with reduced p wave sensing were noted on this right atrial lead. High shock impedances had previously been noted on the transvenous rv lead, however this additional allegation against the ra lead was recently noted. Additional information was later received that a procedure was performed to check the system integrity. It was determined that loose connections were present between the right atrial and transvenous lead with the pulse generator, resulting in the field observations. The connections were secured with normal shock and pacing impedance levels observed on all the leads. No additional adverse patient effects were reported.